Event description:
It was reported that a mcs20 was used during a colectomy. It was reported by the affiliate that the instrument fired one clip on another (double feed) and would not hold. There was no consequence to the patient.